Manufacturer narrative:
Concomitant products: product ID: 377660, lot# v016348, implanted: (B)(6) 2007, product type: lead. Product ID: 389056, lot# v016953, implanted: (B)(6) 2007, product type: lead. Product ID: 389056, lot# v009607, implanted: (B)(6) 2007, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).

Event description:
It was reported that a family remember of the patient felt a little jolt while lying in bed next to the patient. The patient was on his back and the family member was on her back with their torso areas near each other. The family member felt a ¿zzzz¿ feeling and a zapping sensation, but it did not hurt. It was ¿one of those weird oddities.¿ the patient did not feel this sensation. The family member was wondering if the metal springs in the mattress could have had something to do with it. They contacted the managing healthcare provider (hcp) office this morning to report the zapping sensation and the patient was scheduled to see the hcp in 3 days. The family member was hoping they would move forward with scheduling an implantable neurostimulator (ins)replacement in order to resolve the problem. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.